Event description:
It was reported when using the bd pyxis medstation 4000 system, tower door 2 was not opening, recovery attempts were unsuccessful. The customer stated that there was no patient harm or delay in getting medication since customer was using another pyxis to find the medication for patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the issue was caused by the door failure. A field service engineer replaced mini switches, door controller and all latches to resolve the issue. A complaint investigation specialist stated that the part was returned to the designated complaint handling unit for part investigation. The system functioned as intended after the field service engineer troubleshooted the device.